Event description:
Device malfunction: difficult to complete thumb advance stroke. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure of the femoral artery with the starclose after an interventional procedure. Reportedly, the physician was unable to complete the thumb advancer step. The device was removed from the patient without issue. Hemostasis was achieved with manual compression. There was no report adverse patient effect. Though requested, no additional information was available.

Manufacturer narrative:
The device was returned without the complete exchange system, limiting the scope of the investigation. The starclose device was found to have a bent cutter assembly with a damaged cutting blade. No other damage to the device was detected. This type of damage is consistent with improper technique used during exchange system installation. The root cause for the noted issue was related to user technique error. A review of the device history record for this lot did not produce any findings that were relevant to this investigation.